Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had occasionally rejected new batteries and had to change battery, slight crack by the battery indicator, in low light the scratched screen affected the ability to see the screen, unexpected restart alarms while changing the battery, it was slower to rewind, button errors on the insulin pump and the buttons were unresponsive had to push twice. The insulin pump will be returned for analysis.